Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 980 ventilator had an erratic display. There was no patient involvement. The covidien service engineer (se) inspected the device and verified the reported issue. The se replaced user interface printed circuit board (pcb) and performed extended self-testing on the device and all tests passed.

Manufacturer narrative:
An exhalation valve module (evm) assembly was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed and the flex circuit assembly was found wrapped around the poppet. The returned component was installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that the root cause was isolated to the poppet being wrapped caused by customer mishandling. If information is provided in the future, a supplemental report will be issued.